Manufacturer narrative:
Additional information was received on mar 24, 2025, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches in the morning. There is no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed. There were no errors found. The third-party service center concludes that they could not confirm the customer's allegation and there was no visible foam degradation. The device was corrected.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches in the morning. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. A ventilator was returned to a third-party service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, there were no findings. The device met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with the service center.